Event description:
A report was received that the physician attempted to implant the second lead and hit some scar tissue. Four contacts came off the leads. The dislodged contacts were left inside the patient's body and will possibly be removed when the patient will have the permanent implant. No further course of action at this time.

Manufacturer narrative:
The complaint was confirmed. Visual inspection revealed distal end tip was cut off, and were not returned (electrodes #1, 2, 3, 4). Review of the device history record revealed no anomalies when the lead was manufactured. The root cause of the damage is unknown.

Event description:
A report was received that the physician attempted to implant the second lead and hit some scar tissue. Four contacts came off the leads. The dislodged contacts were left inside the patient's body and will possibly be removed when the patient will have the permanent implant. No further course of action at this time.